Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and short interval counts, which was replicated with isometrics of the left arm. The ra lead remains in use. No patient complications have been reported as a result of this event.